Event description:
It was reported the patient lost about 85 pounds and noticed a week and a half prior to report that their implantable neurostimulator (ins) was moving around and it was more prominent. It was noted the patient was getting therapy relief from their device.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v470260, implanted: (B)(6) 2010, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).